Event description:
Notified through device registration form. Form indicated that the ipg & leads are infected. The system was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).